Event description:
The following is based off attorney allegation and review of some of the patient's medical records which were provided to davol by the patient's attorney: (B)(6) 2009 - the patient underwent open repair of a left inguinal hernia with implantation of a bard perfix plug. The attorney's report alleges disability, defective mesh, pain and suffering, additional medical surgical treatment.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. (B)(4) 2013.